Event description:
It was reported that during the implant of this left ventricular (lv) lead, high threshold measurements, loss of capture (loc), noise, and high out of range pacing impedance measurements greater than 2,000 ohms was observed after initial placement of the lead. An attempt was made to reposition the lead in another position, however, placement difficulty was encountered, and unstable measurements were observed. The lead was attempted, but not implanted. Another lead was successfully implanted. This lead was discarded, and will not be returned. No adverse patient effects were reported.